Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder (asd) was selected for implant with an 8f torqvue delivery system. The device did not assume a normal conformation and formed a bulbous shape. The device was removed, reloaded, and redeployed outside of the patient, but the issue persisted. The device was exchanged with another 10mm asd, which was successfully implanted with the same initial torqvue delivery system. There were no complications to the patient.

Manufacturer narrative:
Additional information for : d10, g4, g7, h2, h3, h6, and h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.